Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and subsequently passed away due to an unknown cause. Twenty one days prior to death, the patient was hospitalized for another indication. One week prior to death, a hemodialysis (hd) catheter was placed in the patient¿s neck for hd (hemodialysis) therapy, and on the same day, the patient's pd therapy was discontinued. It was reported that the patient was in pain and did not want any more treatment. Two days later, during hospitalization, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis included unspecified intraperitoneal (ip) antibiotics (drug, dose, and frequency unknown). Five days later, the patient died. The cause of death was unknown. The patient remained hospitalized until the time of death. It was unknown if the patient recovered from the peritonitis prior to death. It was unknown if an autopsy was performed. No additional information is available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.